Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he removed the dental implant 7 months after its installation in patient's mouth due to bone loss. 40 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/ quantity (bone type ii) and bone graft was executed.